Event description:
It was reported that the patient developed a kidney and bladder infection from using the purewick.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "materials of construction are not biocompatible". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter". Correction: d3, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed a kidney and bladder infection from using the purewick.